Event description:
Same case as user facility report # (B)(4). It was reported that during l percutaneous nephrostomy procedure, disposable wire tip from accustick¿ ii set disconnected in patient's kidney.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).